Event description:
Surgeon inserted a lens (not a staar lens) and the lens twisted leaving the cartridge and the haptic tore. The lens was inserted and removed without incident and exchanged for another lens. The reporter stated the foam tip plunger overrode the lens and tore the haptic while the lens was being inserted. The patient's preoperative bcva was 20/50 and the postoperative bcva is 20/20.